Manufacturer narrative:
The sample was not returned for evaluation. Images were provided and review by clinical specialist. Based on review of the information the cause of the reported event cannot be determined. There is not information provided to determine the exact endoleak type. A manufacturing record review was performed and the lot met all release criteria with no related issues and deviations that explain the reported event. Endoleaks are a known risk of the procedure. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. The lot usage history shows that no other units from this lot have been involved in similar event.

Event description:
It was reported that approximately 1 month post implant of a bifurcated device, an infrarenal aortic extension, and bilateral limb extensions a type ii endoleak was identified under a follow up computed tomography scan. The physician elected to monitor the patient. Approximately 6 months post-implant, a follow up computed tomography scan identified that the patient¿s abdominal aortic aneurysm had grown since the initial implant and a type iii endoleak was noted between the limb extension in the right common iliac artery and the bifurcated device. Approximately 1 month later, the patient was treated with a coda balloon and an additional limb extension, but the leak was still present. The physician elected to treat the patient with a second bifurcated device, which successfully corrected the endoleak. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.